Event description:
A 2.5 mm diameter x 30 mm length endeavor drug-eluting coronary stent was inserted into a patient for the treatment of an unknown lesion. Initial implant and lesion morphology information was not reported. Approximately 48 months post initial stent implant the patient had a stroke with left hemiparesis and partial aphasia. No add'l details have been obtained. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
(B) (4). (Stroke).